Event description:
Stent dislodgement. The report received indicated that during a percutaneous transluminal renal angioplasty to the renal artery, a palmaz stent delivery system (sds) was being delivered to the target site; however, during advancement the stent dislodged from the sds. The stent remained inside the guiding catheter; therefore, the stent was simply retrieved by removing the guide catheter. After removal, the edge of the stent was found slightly deployed. The procedure was completed with a competitor's stent of the same size; the procedure was completed successfully without any adverse event to the pt is in stable condition. The target lesion presented mild calcification, mild tortuousity and 80% stenosis. During the procedure, there was no resistance encountered and there was no report of any difficulties encountered that could have contributed to the dislodgement. The device was prepped as per the instructions for use, there were no anomalies encountered while prepping. The device was inspected prior to use and no anomalies were noted.

Manufacturer narrative:
The product is not available for eval. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.